Manufacturer narrative:
The device was returned to zoll medical japan. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was returned to zoll medical chelmsford and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing using test batteries/power and pads without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.